Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the analyzer connector has some visible damage at pin connectors. It is noted the analyzer passes functional testing. Concomitant medical products: product ID: 2090, programmer. (B)(4).